Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 200 ohms. The field believes the issue to be due to a fracture involving the rv lead, but this has not been conclusively determined. The patient¿s system was reprogrammed and they will continue to be monitored. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.